Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose during the incident was 444 mg/dl. The customer had the flu and could not bring down their high blood glucose. The customer treated their high blood glucose with manual shots and insulin pump. The customer was wearing insulin pump during hospitalization. Their current blood glucose was 231 mg/dl. Troubleshooting was performed. The customer reported that the driver support cap was normal and insulin pump passed the high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.